Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Product evaluated by external contractor.

Event description:
It has been reported that during cleaning the customer called stating that it was reported to him that this unit shows full. He did not know if the unit had been processed fully or if the unit was full of fluid either. It was also unknown what cylinder or if the issue was both cylinders. There was no patient involvement. No adverse event was reported as a result of this malfunction.